Event description:
It was reported by the patient that he experienced a cardiac and respiratory arrest related to the anesthesia during a spinal cord stimulation system revision procedure (see MFR. 3006630150-2021-07056). The patient stated this event later resulted in transient atrial fibrillation and multiple arrythmias including bradycardia, super ventricular tachycardia, and improper sinus tachycardia. In addition, he experienced multiple transient ischemic attacks (tia), a cerebrovascular accident (cva) and developed an autonomic dysfunction disorder which required a wheelchair necessitating further treatment. Intervention for the above included a heart monitor implant, ablation for the arrhythmias and numerous hospitalizations.

Event description:
It was reported by the patient that he experienced a cardiac and respiratory arrest related to the anesthesia during a spinal cord stimulation system revision procedure (see MFR. 3006630150-2021-07056). The patient stated this event later resulted in transient atrial fibrillation and multiple arrythmias including bradycardia, super ventricular tachycardia, and improper sinus tachycardia. In addition, he experienced multiple transient ischemic attacks (tia), a cerebrovascular accident (cva) and developed an autonomic dysfunction disorder which required a wheelchair necessitating further treatment. Intervention for the above included a heart monitor implant, ablation for the arrhythmias and numerous hospitalizations.

Manufacturer narrative:
Correction to the initial MDR: block g3 aware date should have stated (B)(6) 2023.